Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini-cap transfer set leaked. According to the report, the leak originated from the connection of the transfer set and the mini-cap after the patient closed the clamp. This event occurred during patient use. No patient injury or medical intervention was associated with this report. No additional information is available.